Manufacturer narrative:
Manufacturing date is from the labelling on the power cord.

Event description:
It was reported that there was a failure of the mains leads power cord. The device power cord showed signs of arcing and/or burning with exposed conductors. Initial investigation of the cord based on a photograph determined that this was not the cord originally supplied with the device. The power cord appears to be manufactured by well-shin, model ws-012a, (B)(6) - as labeled on the cord. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.